Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation, the device fell off and became unsterile. A 4.0 x 40, 40cm mustang¿ balloon catheter was removed from the sterilized packaging when the device popped out and fell off. The device became unusable. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.